Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 12 events were reported for this quarter. Product return status: 10 devices were received. 2 device investigation types have not yet been determined. Additional information: 12 devices were not labeled for single-use. 12 devices were not reprocessed or reused.

Event description:
This report summarizes 12 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 12 events had the problem identified during a non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 12 previously reported events are included in this follow-up record. Product return status 12 devices were received.

Event description:
This report summarizes 12 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. - 12 events had the problem identified during a non-clinical procedure; there was no patient involvement.